Event description:
A fresenius clinical support specialist (css) reported that a patient experienced blood loss during hemodialysis (hd) treatment due to the bloodlines and dialyzer clotting. The event occurred at a user facility that was transitioning from gambro phoenix hd machines to fresenius 2008t hd machines, and the css was onsite to assist with the transition. Per the css, the machine alarmed with a venous pressure alarm midway through treatment. The css said the patient clotted because the staff elected not to use heparin. The css said it¿s an acute setting, and they don¿t like using heparin on their patients. After the clotting occurred, the staff tried restarting the treatment with new supplies. However, the machine thought that a new treatment was being started once recirculation began. This occurred because the facility had been utilizing the autoprime feature. The patient was ultimately able to continue and complete their treatment. The css confirmed the machine had not malfunctioned. The css said they need to train the staff on how to string the machine manually for instances like these. The css said it would be great if there were an on-screen tutorial on how to re-string the machine in the event that a patient needs to be re-setup with new supplies. There was no physical damage noted on the disposable supplies. The patient was using a fresenius combiset smartech bloodline with a baxter revaclear dialyzer. The css said blood in the arterial lines was returned, lowering the total blood loss volume. The estimated blood loss (ebl) was 200 ml. There was no patient harm or injury due to the event. It was confirmed the patient did not have any complaints during their treatment, and no medical intervention was needed. The patient was able to complete their treatment after being re-setup with new supplies on the same machine. No sample was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A shipping history search was performed to identify all fresenius bloodlines with the product number 03-2722-9c delivered to the facility for a three (3) month time frame prior to the event occurrence date. However, this search yielded no results. Therefore, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed and no photos or videos were provided, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A fresenius clinical support specialist (css) reported that a patient experienced blood loss during hemodialysis (hd) treatment due to the bloodlines and dialyzer clotting. The event occurred at a user facility that was transitioning from gambro phoenix hd machines to fresenius 2008t hd machines, and the css was onsite to assist with the transition. Per the css, the machine alarmed with a venous pressure alarm midway through treatment. The css said the patient clotted because the staff elected not to use heparin. The css said it¿s an acute setting, and they don¿t like using heparin on their patients. After the clotting occurred, the staff tried restarting the treatment with new supplies. However, the machine thought that a new treatment was being started once recirculation began. This occurred because the facility had been utilizing the autoprime feature. The patient was ultimately able to continue and complete their treatment. The css confirmed the machine had not malfunctioned. The css said they need to train the staff on how to string the machine manually for instances like these. The css said it would be great if there were an on-screen tutorial on how to re-string the machine in the event that a patient needs to be re-setup with new supplies. There was no physical damage noted on the disposable supplies. The patient was using a fresenius combiset smartech bloodline with a baxter revaclear dialyzer. The css said blood in the arterial lines was returned, lowering the total blood loss volume. The estimated blood loss (ebl) was 200 ml. There was no patient harm or injury due to the event. It was confirmed the patient did not have any complaints during their treatment, and no medical intervention was needed. The patient was able to complete their treatment after being re-setup with new supplies on the same machine. No sample was available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.